Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds and decrease in lead impedances. The lead was programmed off. On (B)(6) 2014, x-ray confirmed that the lead had dislodged into the atrium. The lead was explanted and replaced. The medical condition of the patient was good.